Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant patient correlation study results between glucose modular (glum) vs. Glucose cartridge (gluc) generated by unicel dxc 600 pro chemistry analyzer. The customer is running samples in duplicate on the glum oxidase method. Customer believes the glum is the accurate result since it was also comparable to alternate method result. Patient results were not available. The samples were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc results were within established specifications. Service was not dispatched. A clear root cause can not be determined for this event.